Manufacturer narrative:
H6 - method code 3331: device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).

Manufacturer narrative:
Reference MFR# 2023826-2019-01615 for initial lens. Device evaluation: dimensional inspection did not find the lens to be within specifications. Investigation found that it is likely that the customers switched the initial and exchange lenses when packaging them for return. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Device code 1494: off-label use- age < 21 years old. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that lens a 12.6mm, vticm5_12.6, -13.00/+2.00/78 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 as a replacement lens but it did not resolve the problem. On (B)(6) 2019 the lens was explanted due to elevated iop (intraocular pressure). It was reported that after explanting the lens the problem resolved, patient condition is well. No plan to implant other lens.